Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination and functional testing of the submitted device determined that the ball plunger was functional; however, the connection was loose. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was out of an office set. Did not affect a surgery. Did not affect any patient. No pieces were left in a patient. The attune patella drill clamp was broken.